Event description:
Supplemental report is being submitted due to the completion of the investigation. Smoczynski et al 2015 ¿ ¿endoscopic necrosectomy under fluoroscopic guidance ¿ a single center experience¿ procedure: gastropancreatic and duodenopancreatic fistulas were made under endoscopic ultrasonography (eus) guidance with cystostome (cystotome cst-10, wilson-cook, ireland)(off label use). A fluid sample from the collection was taken for microbial culture and to assess amylase activity. The morphology of the fluid aspired ¿ dark brown color with visible fragments of necrotic tissues (debris) ¿ was the basis of wopn diagnosis. The stoma between the lumen of the gastrointestinal tract and the cavity of necrotic collection was widened using a high-pressure balloon 20 mm in diameter (boston scientific, USA). Through the stoma a 7 fr or 8 fr nasocystic drain (wilson-cook, ireland) (off label use ¿ placed through stoma) and a ¿double-pigtail¿ 7 fr or 10 fr stent (wilson cook, ireland or mar flow, switzerland) were inserted into the cavity of the collection. (Off label use cirl do not manufacture a double pigtail pancreatic stent, only intended for biliary use) cst off label use to puncture a hole in walled-off pancreatic necrosis (wopn) the qualification for endotherapy was based on the presence of clinical symptoms connected with wopn and the results of contrast-enhanced abdominal computed tomography (cect) or abdominal magnetic resonance imaging (MRI).

Manufacturer narrative:
Device evaluation the cst-10 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation n/a-the device did not return. Document review prior to distribution, all cst-10 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records could not be completed as the lot number is unknown. There is evidence to suggest that the customer did not follow the instructions for use (ifu0005-11). "This device is designed to electrosugically puncture a hole in the transgastric or transduodental wall and into a pancreatic pseudocyst, when it is visibly bulging into the gastrointestinal tract." Off-label use: cst off label use to puncture a hole in walled-off pancreatic necrosis (wopn) root cause review a definitive root cause is off label use. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Smoczynski et al 2015 ¿ ¿endoscopic necrosectomy under fluoroscopic guidance ¿ a single center experience¿. Procedure: gastropancreatic and duodenopancreatic fistulas were made under endoscopic ultrasonography (eus) guidance with cystostome (cystotome cst-10, wilson-cook, (B)(4))(off label use). A fluid sample from the collection was taken for microbial culture and to assess amylase activity. The morphology of the fluid aspired ¿ dark brown color with visible fragments of necrotic tissues (debris) ¿ was the basis of wopn diagnosis. The stoma between the lumen of the gastrointestinal tract and the cavity of necrotic collection was widened using a high-pressure balloon 20 mm in diameter (boston scientific, USA). Through the stoma a 7 fr or 8 fr nasocystic drain (wilson-cook, (B)(4)) (off label use ¿ placed through stoma) and a ¿double-pigtail¿ 7 fr or 10 fr stent (wilson cook, (B)(4)) or mar flow, (B)(4)) were inserted into the cavity of the collection. (Off label use cirl do not manufacture a double pigtail pancreatic stent, only intended for biliary use). Cst off label use to puncture a hole in walled-off pancreatic necrosis (wopn).